Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the available data supports the complainant¿s description of the complaint condition therefore this complaint is confirmed. However since all the relevant features could not be evaluated it is unknown if the cause of the complaint condition is a result of manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. .a review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two screws were not penetrating the second cortex although appropriate drilling was made and the two screw heads were damaged before the screws reached final position. The screw driver head was also twisted. The event occurred during surgery resulting in a 30 minute delay. No patient harm reported to be in good condition. This is report 1 of 3 for (B)(4).